Event description:
Lead fracture resulting in lead failure of implantable cardiac pacemaker/defibrillator.======================manufacturer response for internal pacemaker/defibrillator, endotak reliance g-59cm (per site reporter).======================none to date.